Manufacturer narrative:
(B)(4).device evaluated by manufacturer - the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.the root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4)

Manufacturer narrative:
Additional information: describe event or problem. The right coronary artery was correct from 80% distal stenosis to 85% distal stenosis(B)(4).

Event description:
It was further reported that in (B)(6) 2011, at the proximal edge of the 3.0x32mm taxus liberte stent there was some disease with additional spasm. The vessel was evaluated with intravascular ultrasound (ivus) and a 3.5x8mm taxus liberte stent was placed overlapping the proixmal edge of the first stent.

Manufacturer narrative:
Updated: describe event or problem, relevant tests/lab data, patient codes. Correction: describe event or problem, other relevant history. (B)(4).

Event description:
Same patient as: 2134265-2011-03453, 2134265-2011-03414. It was further reported that the residual stenosis was 0% instead of 10% initially reported. Electrocardiogram (ECG) indicated st elevation in the inferior lead. The ECG changes were resolved. In (B)(6) 2011, post index procedure, cardiac enzymes were elevated to myocardial infarction(mi). In (B)(6) 2011, a staged procedure was performed. The lesion being treated was located in the distal right coronary artery (rca). The lesion was 85% stenosed, 3.2mm in diameter and 15mm long. The lesion was treated with predilation and placement of overlapping 3.0x32mm and 3.5x8mm taxus liberte stents. Post dilation was performed. Residual stenosis was 0%.

Event description:
(B)(6) study. It was reported that during a stenting treatment procedure, the patient experienced chest pain. Lesion 1 was located in the 1st obtuse marginal. The lesion was 99% stenosed, 3.0mm in diameter and 8mm long. The lesion was treated with direct stent placement of a 3.0x24mm taxus liberte stent. Post dilation was performed. Residual stenosis was 10%. Lesion 2 was located in the distal left circumflex (lcx). The lesion was 85% stenosed, 2.5mm in diameter and 15mm long. The lesion was treated with direct stent placement of a 2.5x32mm and 2.75x12mm taxus liberte stent. Post dilation was performed. Residual stenosis was 10%. Per source notes, target lesion 2 was located in the mid lcx. The patient was discharged 1 day later on aspirin and prasugrel. During the index, it was noted that the patient experienced chest pain after placement of the 2.5x32mm taxus liberte stent in the mid lcx. The patient was treated with nitroglycerin. The chest discomfort ultimately resolved. One day later the patient experienced chest pain and inferior st elevation requiring more angios and balloon inflations. The event subsequently resolved. A staged procedure was scheduled to treat the right coronary artery (rca). The chest pain resolved and the patient was discharged 1 day later on aspirin and prasugrel.